Manufacturer narrative:
The reporter's test strips were provided for investigation where they were tested using retention meter and retention controls. Testing results (qc range = 2.1 - 3.3 inr): qc 1: 2.8 inr. Qc 2: 3.0 inr. Qc 3: 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages.

Manufacturer narrative:
The customer's test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Medwatch field occupation - the occupation is patient/consumer.

Event description:
It was reported that a patient received discrepant results when testing with coaguchek xs meter serial number (B)(4). The patient also received errors indicating an error when the meter performs internal checks. At 5:32 p.m., a sample from the patient was tested using the meter, resulting in a value of 3.9 inr. At 6:52 p.m. A sample from the patient was tested using the meter, resulting in a value of 3.9 inr. When collecting samples for meter testing, the patient did not use alcohol to prepare the collection site. Within 4 hours of meter testing, a sample from the patient was tested in the laboratory using an unknown method, resulting in a value of 2.8 inr. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is monthly.